Event description:
The customer reported that the system displayed a checksum error message. This error means the system detected a failure while checking all aspects of software and hardware during boot up. This will likely prevent the system from booting up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram memory battery. The system operates as intended.